Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that, the patient experienced infusion set leaking at site event occurred on (B)(6) 2026. Patient smells insulin around his site he feels wetness led to hyperglycemia and no treatment was given.